Event description:
It was reported to boston scientific corporation that a gold probe was used for hemostasis of an upper gi bleed within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, while performing cautery, the patient experienced pain from small electrical shocks. However, the procedure was completed with this gold probe. Reportedly, the user is not alleging any malfunction with the device. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. After performing the product analysis, the device is within specification. The condition of the returned incident device showed no evidence of any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a gold probe was used for hemostasis of an upper gi bleed within the stomach, performed on (B)(6) 2012. According to the complainant, during the procedure, while performing cautery, the patient experienced pain from small electrical shocks. However, the procedure was completed with this gold probe. Reportedly, the user is not alleging any malfunction with the device. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.